Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. There were no issues noted removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that the catheter detached during delivery to the vessel. The device was removed by pulling the shaft out. The patient is alive with no injury.